Event description:
I received a resmed s9 series, vpap adapt with h5i humidifier on (B)(6) 2011. It was set up by the (B)(6) provider at that time. I am a post cardiac pt with sleep apnea. During the entire first and second nights of use of this device; the s9, vpap would not let met breathe at my breath rate. The vpap was delivering an inspiratory breath as I was exhaling. This continued all night. The h5i humidifier did not heat the water. This device failed on the first and second nights (out of box failure). The device was set to the asv mode. The ramp time and smartstart features are not made available in the asv mode. This is not explained in the pt user guide version 2011. The (B)(6) denied having any add'l info to explain the use of ramp time, smartstart, and that the humidifier container - (water tub) could not be opened to dry the container. All of the moisture does not come out of the little hole. I don't want bacteria and dust that gets into the container not easily cleaned out and dried. The humidifier preheat mode functions but is not supposed to be needed to heat the water during normal use of the s9, vpap. I contacted the (B)(6) on (B)(6) 2011. It is unk at this time when I will have this new device replaced. I sent an email to resmed customer service on (B)(6) 2011. The response was "thank you for your inquiry. The warranty on your unit is 2 years from the date you received the machine. Since it is a 2011 model, your machine is under warranty and if it is not working properly you may exchange it for a new one through a (B)(6). We show that your (B)(6) in your area are as listed below:" in my opinion, the user guide is very poor. The guide does not explain which features function in CPAP vs. Asv modes; the humidifier tub cannot be opened to dry the interior. Resmed isolates themselves from the pt by use of the (B)(6). When the (B)(6) is not responsive, the pt has no recourse other than to die.

Event description:
Add'l info received from reporter (B)(6) 2011: this is a f/u report with add'l info from medwatch report (B)(4). I went to the dme on (B)(6) 2011 to find out why it would not let learn my breath, respiratory rate - rr. The original device was received on (B)(6) 2011. I first tried to use a new series 9 vpap, serial # (B)(4). This device would not learn my rr. This series 9 vpap does not function as intended. The dme respiratory therapist changed the settings of min ipap 3 cm h2o, max ipap 16 cm h2o from the original settings of: min epap of 5 cm h2o, min ipap 9 cm h2o, max ipap 20 cm h2o, and rate default. I used the same device it made no difference. This vpap would not learn my rr. I have used CPAP for 6 years and adaptive CPAP for over two years. On (B)(6) 2011, I called resmed and left a message to find out why this series 9 vpap is not learning my rr. On (B)(6) 2011, I received a call from resmed technical support. The only thing he could say was that I must use their tubing, either the climate line tubing #(B)(4) or slim line tubing # (B)(4). There are two other standard tubings listed on the resmed web site. I told him I was using standard resmed CPAP tubing # (B)(4). The technical support person would not determine if that resmed tubing was compatible. I felt as though I was the problem. Technical support said that this vpap should learn my rr within three to five cycles. I also spoke with a resmed clinical support person the same day. That person said I could use standard tubing as long as I select standard tubing in the setup. The standard tubing had been selected since (B)(6) 2011. This series 9 vpap will not learn my rr. I was sent an older model vpap sv, serial number (B)(4) on (B)(6) 2011 to see if this device would function for me, this device also did not learn my rr. The user manual for this device stated it could take 20 minutes to learn my rr. I used it all night with extreme distress. In conversations with my dme respiratory therapist throughout this month period my understanding is that resmed was difficult for her to get any helpful info. It is as thou resmed has an attitude that they have the market share of sales and does not have to investigate this issue. I am a biomedical engineer with respiratory device experience and a long time CPAP user. I would be willing to work with resmed to resolve this issue but they will not sit across the table from me. It seems as thou the sensing circuit and or the algorithm is not functioning either due to my breathing pattern and or possible due to the tubing compliance. The tubing compliance info is not in the user manual. There is info given to the clinician that is not in the user manual as stated by the resmed technical support person. The dme stated clinical info does not come new with each device from resmed. This model device has been on the market for just over a year. This adaptive servo ventilator positive airway pressure (asvpap) is supposed to be the best type of home positive airway pressure - pap - device for someone with my preexisting cardiac condition according to all of the literature. This device is not clinically functional for me and how many others? I would like the opportunity to resolve this with resmed directly so that I may have a potentially better home pap device.